Manufacturer narrative:
Device analysis report attached. This report is submitted on november 23, 2023.

Event description:
Per the clinic the device was explanted on (b))(6) 2023, due to non-auditory stimulation and pain with device use. The patient was reimplanted with another cochlear device during the same surgery.